Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump is alarming dose done, but that nothing is being delivered. Mmdg did follow up with the initial reporter and they stated that the patient had not had any adverse effects due to the reported complaint. (B)(4).